Event description:
The stent (subject device) was returned for analysis and it was discovered that the delivery wire of the stent was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was not returned. The stent delivery wire (sdw) was advanced through the introducer sheath and no stent was returned. The distal sdw was kinked towards the distal tip. On microscopical examination it was noted that the resheath marker epoxy was broken. The introducer sheath tip was intact. A functional evaluation could not be performed as the stent delivery wire was noted to be fractured visually and the stent was not returned. The reported event of ¿stent failed/unable to open (when not implanted)¿ could not be confirmed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. As per physician the stent was not opening at all distally even after multiple attempts so he took another stent and completed the procedure. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. It is most likely that anatomical or procedural factors contributed to the reported event. Based on review of all available information an assignable cause of procedural factors will be assigned to the reported event of ¿stent failed/unable to open (when not implanted)¿ and analysed event of 'sdw kinked/bent' and ¿sdw broken/fractured during use¿ will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.